Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Results of investigation: the carefusion field service representative went on-site and repaired the suspect device accordingly to manufacturer specifications. The suspect turbine assembly and front panel assembly was sent and investigated by the carefusion failure analysis laboratory. The suspect turbine was assembly was installed on a known good vela unit and found the exhaled tidal volumes (vte) is reading higher than specifications. The root-cause was traced to a corrupted data on electrically erasable programmable read-only memory (eeprom) on the interface board printed circuit board assembly. This issue will be internally investigated within carefusion. The front panel assembly was received for investigation. The touch screen was unresponsive and determined the root-cause to be deliberate physical damage to the resistive touch screen.

Event description:
The customer requested a field service representative to evaluate and repair the vela ventilator. The company representative reported to have replaced the suspect turbine assembly and front screen panel on the vela ventilator. At this time, it is unknown if there is any patient involvement associated with the event.